Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood on the catheter and contrast in the inflation lumen and balloon. The balloon and shaft were examined under magnification. There was a balloon pinhole with a flap of balloon material pushed back over the markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. During product analysis, the inner shaft was kinked from the distal tip by cis analysis technician. The shaft kink was due to handling damage and not related to the reported issue. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion stenosed target lesion was located in the moderately tortuous and mildly calcified below the knee artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 6 atmospheres after being inflated for 15 seconds. The device was removed intact. The procedure was completed with a 1.5-20/143 coyote es mr balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion stenosed target lesion was located in the moderately tortuous and mildly calcified below the knee artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 6 atmospheres after being inflated for 15 seconds. The device was removed intact. The procedure was completed with a 1.5-20/143 coyote es mr balloon catheter. No patient complications were reported and the patient's status was good.